Event description:
During procedure doctor noticed the 50 degree arthrocare wand did not work. Doctor took wand out to visualized the wand tip and noted the tip was missing. He and the pa looked in the knee extensively and did not find the tip. Doctor will take an x-ray in his office. Wand and box saved in the manager's office. X-ray revealed tip. Patient elected to leave it.